Manufacturer narrative:
Multiple attempts have been made to get pt info, but no customer response.

Event description:
The customer reported that the 840 ventilator stopped cycling. It is unk if there was pt involvement. The puritan bennett customer support engineer (cse) inspected the device and could not duplicate the reported failure. The unit passed extended self testing.